Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. It was noted that the pacing impedance measurements gradually increased since the implant procedure and currently were out of range. The r-wave measurements have increased from 13 millivolts to 13.6 millivolts and pacing threshold measurements increased from 1.9 volts at 0.5 to 2.1 volts at 0.5. A technical services (ts) consultant was contacted regarding this issue and discussed that the measurements have increased; however the lead performance is good. Ts discussed increasing follow up visits to monitor the lead for further changes. No adverse patient effects were reported.

Event description:
Additional information indicated that the patient underwent procedure unrelated to the device and a magnet was used. During the procedure, there was interference causing pacing inhibition. After the procedure the patient was sent to cardiology. The field representative was unable to find any episodes of noise stored in the device. The cardiologist decided to replace the lead. A revision procedure was performed and the lead was surgically abandoned. The left side of the patient was occluded; therefore the device was moved to the right side and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons 5 years later.